Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastric stimulation and g astrointestinal/pelvic floor issues. It was reported that the patient thought their ins was acting up, and they had had severe nausea and vomiting for almost a week. The patient was redirected to follow up with a healthcare provider (hcp) to contact a manufacturer representative and check the device. No further complications were reported/anticipated.